Event description:
It was reported that the patient's cousin contacted boston scientific technical services (ts) and noted that the patient has experienced issues with the xiphoid incision healing properly from implant and there is concern over possible infection. The patient's cousin lives in a different country than the patient. Ts advised to contact a health care facility in the patient's area to assess and determine next steps as surgical intervention may be needed. At this time evidence suggests the electrode remains in service. Requests for additional information will be made to a local field representative in italy where the patient lives.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient's cousin contacted boston scientific technical services (ts) and noted that the patient has experienced issues with the xiphoid incision healing properly from implant and there is concern over possible infection. The patient's cousin lives in a different country than the patient. Ts advised to contact a health care facility in the patient's area to assess and determine next steps as surgical intervention may be needed. At this time evidence suggests the electrode remains in service. Requests for additional information will be made to a local field representative in italy where the patient lives. Additional information was received that the field representative reached out to the local physician. The physician brought the patient in and noted the xiphoid incision decubitus. The patient was hospitalized and the physician will determine next steps. It was further noted that the patient had undergone two previous xiphoid revisions in (B)(6) 2021 and (B)(6) 2022.